Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the f2 fuse on the intelligent shut down printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not power up. No pt injury was reported.